Event description:
Same case as #6000093-2006-00418. During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to cross the lesion in the mid obtuse marginal with a taxus express2 2.5x24mm drug eluting stent but it would not cross the lesion. When the stent was removed, the physician noticed that stent struts were raised. Next the physician tried to use a taxus express2 2.5x12mm drug eluting stent, but the shaft broke. The procedure was successfully completed with a 2.5x23mm cypher stent. No patient complications occurred. Patient status is satisfactory.